Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer comment that the programmer did not have a display. The programmer consistently produced a clear image on the screen. Replaced interpose board as preventive. There was a misalignment issue with the stylus tip and cursor on the display screen. The misalignment issue was resolved with the xy connector re-seated, cleaned and 25-pt. Calibration. Universal serial bus (usb) port was damaged, but functional. Replaced micro processor unit (mpu). Replaced nylon standoff. Reimaged hard drive and reloaded software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had no display and that the radiofrequency (rf) head would sometimes disconnect. The programmer and rf head were returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.